Manufacturer narrative:
Evaluation summary: it was evident that the hole that contained the components had gone through the swaging process. The swaging process is validated per the supplier to produce a conforming swaged hole diameter. The cause of the missing component is unk. Eval: visual examination identified missing sub-components from the swaged hole.

Event description:
It is reported that the provisional is missing a ball bearing.